Event description:
It was reported that bd undisclosed 1cc syringe leaked. The following information was provided by the initial reporter: I was recently caught up to speed about neurology¿s concern over the 1 ml botox syringes and how they absolutely need to be luer lock now. However, it seems that there is a lot of botox that is leaking out and onto the patient so it has become a patient concern now. The syringes that are leaking are the bd 1ml syringes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.